Event description:
We received a report that while attempting to implant a 23.0 diopter intraocular lens (iol), the surgeon noticed that the haptic was torn. To remove the iol he had to enlarge the incision. He then went to place a 22.0 diopter secondary/back up iol but during the loading process the surgeon noticed that the posterior haptic was broken. It was reported that the patient also experienced corneal edema. This report is for the first 23.0 diopter iol. Another MDR is filed for the second 22.0 diopter iol.

Manufacturer narrative:
(B)(6). (B)(4). Enlarged incision. All pertinent information available to the manufacturer has been submitted. Placeholder.